Event description:
It was reported that this right ventricular (rv) lead exhibited, about four months ago, low out of range pace impedance measurements less than 200 ohms. Technical services (ts) explained it appears to be a physiologic causation. The clinician stated this patient had open heart surgery in april to remove some scar tissue. Ts also noted when reviewing device data, parallel changes in intrinsic amplitude and shock impedance, about a year ago. Additional information was received which indicated that the sensitivity decreased, and the rv lead exhibited an increase on thresholds. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited, about four months ago, low out of range pace impedance measurements less than 200 ohms. Technical services (ts) explained it appears to be a physiologic causation. The clinician stated this patient had open heart surgery in april to remove some scar tissue. Ts also noted when reviewing device data, parallel changes in intrinsic amplitude and shock impedance, about a year ago. No adverse patient effects were reported. The lead remains in service.